Manufacturer narrative:
An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse replaced the patient side manipulator (psm) 4 (s/n: (B)(4)) to correct the reported problem. The site has reported the issue 3 times in the last 6 months. System was verified and is ready for use. Intuitive surgical, inc. (Isi) received the psm involved with this complaint and completed the device evaluation. Failure analysis confirmed the 30900, 31010, and 31009 errors in the remotefe logs. The psm passed all system and pftp testing without reporting any relevant faults or errors. When actuating the psm's spring pins (pn 320402-04), spring binding occurred on "sterile adapter front" (4) and both "retention plate pins" (1, 3) towards the bottom range of their motion. The psm also passed servo test, preload motor health check, brake spec test, brake repeatability test, clutch button check, sa plunger check, sa engagement check, preload sensor check, instrument sensor check, instrument engage spline, sine cycle, belt slip check, smoothness test friction test, friction high-speed sweep, and backlash test. A procedure log review confirmed the radical prostatectomy without lymphadenectomy procedure was performed on (B)(6) 2022 via system (B)(4). A review of the site's system logs for the reported procedure date revealed the following possible related system error 30900 related to a stuck psm sensor pin on psm4. This complaint is considered a reportable event due to the following conclusion: the patient side manipulator was replaced by the field service engineer due to the repeated error that was found. The surgeon was able to continue with the procedure robotically. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted prostatectomy-radical w/o lymphadenectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported a message on the screen regarding "preventative maintenance (pm) recommended - 30900-pcc3". Onsite not available. Tse informed caller that the sp system is safe to use. The sterile adapters are being detected. Tse walked the caller through process of hiding the message and caller opted to have the message displayed. Customer proceeded with the case. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.